Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation. He had no problems with recharging. The pt was seen in clinic. Implantable neurostimulator interrogation revealed impedances greater than 3600 ohms on all electrode paris. There was no known incident or accident related to the complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4)